Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to flattened button dome switches. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.